Event description:
Additional information was received reporting that readings were attempted using a hospital system again on (B)(6) 2025 and a signal was successful obtained. The sensor was calibrated and the patient is now successfully taking readings from home.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. Additional information confirmed the sensor was successfully calibrated on 20jan2025. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that, post implant, a signal could not be obtained from the sensor in order to calibrate. The sensor was tested three times prior to the procedure. Implant images of the sensor showed it was slightly rotated. The patient was brought back on (B)(6) 2024 to re-attempt calibration and it was still unsuccessful.